Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after performing an ablation of the s7 liver segment, the electrode was removed from patient. However, the array had failed to fully retract into the cannula; the tines remained partially extended. The account indicated that upon manipulation of the handle, the cannula separated from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.